Manufacturer narrative:
The field service engineer (fse) did not identify any instrument issues. The system functions were checked including fluid dispensing, cell levels, probe alignments and probes. The operator ran calibration and qc with acceptable results. The operator also performed comparison testing and the results corresponded to one another. All instrument checks passed. Calibration and qc were acceptable. Sample short alarms were observed on the day of the event. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for tina-quant hemoglobin a1cdx gen. 3 (a1cx3) on a cobas c513 analyzer. Patient 1 initial result was 7.4%. The repeat result was 4.8%. Patient 2 initial result was 6.8%. The repeat result was 14.3%. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. The a1cx3 reagent lot number and expiration date were not provided.